Manufacturer narrative:
The technician found the rubber for the brake caster tires is worn and cracking due to age causing the bed to slide on the floor if pushed while in brake mode. Per the hill-rom user manual, annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. The technician replaced the brake casters and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed would slide while in brake mode. The bed was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).